Manufacturer narrative:
(B)(4). Batch #u93t24. Additional information was requested and the following was obtained: the event description states the procedure was converted to open. To determine if this event needs to be reported to our local regulatory body and to properly document the file, clarification on the reason for the conversion is needed. Please provide what were the issues that contributed to the conversion to open? There is no report about the reason, but it is not related to the device issue. No further information will be provided. The device received was returned with the tissue pad, with no apparent damage and properly attached to the clamp arm. Additionally, the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, ¿replace instrument¿ was displayed. The blade and the tissue pad were misaligned during use and then the error occurred. When the sales rep received the device, the blade was broken. The surgeon commented that when the device was replaced, the blade was not broken. No pieces fell into the patient. The operation was converted to an open procedure, but this was not related to this device issue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.